Manufacturer narrative:
This device was buried with the patient, as a result we are not able to provide any additional information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was buried with the patient, as a result we are not able to provide any additional information.

Event description:
Boston scientific (bsc) crm received information in (B)(6) 2009 that the patient with this device passed away. The funeral director told the patient's family that the device was working appropriately. The family suspects the device caused or contributed to the patient's death. A bsc sales representative was contacted in attempt to obtain further information. At this time the sales representative was unable to provide any additional information. Boston scientific received information in (B)(6) 2013 that this family member contacted boston scientific's patient services (ps) to ask about the device's longevity. Later in the discussion, the family member mentioned that she was concerned that the patient's device had "failed". The family member did not provide specific information on why she felt that the device may have failed. Ps discussed the basic operation of the patient's pacemaker and leads. Ps was informed that the patient's medical history was significant for two myocardial infarctions (mi) and coronary stent placement prior to device implantation. Ps explained that the device provides pacing therapy when there is an electrical (conduction) problem with the heart but cannot prevent an mi from occurring. It appears that on the date of death, an emergency medical responder mentioned that the device was pacing, however, there was electromechanical dissociation ("heart was not beating"). According to the family member, the death certificate listed the cause of death as "myocardial infarction". The family member commented that according to the coroner, the device was buried with the patient.

Event description:
Boston scientific (bsc) crm received information that the patient with this device passed away. The funeral director told the patient's family that the device was working appropriately. The family suspects the device caused or contributed to the patient's death. A bsc sales representative was contacted in attempt to obtain further information. At this time the sales rep was unable to provide any additional info.